Event description:
It has been reported to the company that the occlusion balloon deflated after placement into saphenous vein graft. The balloon deflated prior to performing any intervention. Physician removed device and performed intervention without the occlusion balloon in place. No pt complications.